Event description:
It was reported that during surgery that the impactor fractured. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). H6 proposed component codes: mechanical (g04) - impactor. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: component code the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified the tip is fractured and no longer attached to the handle. Not all pieces of the fractured impactor tip were returned. There are multiple cracks present on the impactor tip. Nicks and gouges are present on and around the end of the impactor tip. There are nicks and scratches present all around the handle. The strike plate end shows signs of impactions. The features of the fracture surface visually align with an overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed via product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.